Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative was able to provide corrected contact information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for this corporate lot number. The device was returned. The complaint investigation is confirmed for a cut in the outer catheter, resulting in saline leaking from the location of the cut. The investigation is also confirmed for material separation. It is unk whether procedural issues contributed to the reported event. It is possible that the root cause for the cut in the catheter is manufacturing related, as 3 complaints for catheter leaks were received in (B)(6) 2015, from different facilities. The root cause for the outer catheter separation from the distal tip is unk.

Event description:
It was reported that during out of the body testing, saline leaked out from the catheter at approx 7 cm from the connector. There was no pt involvement.